Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 8042b crt-p, implanted: (B)(6)2009; 5071-35 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was prophylactically replaced. The patient is pacing dependent, therefore replacement was initiated to preclude permanent impairment of a body function or permanent damage to a body structure. It was also reported that the patient's left ventricular (lv) leads exhibit high thresholds. The lv leads remain in use. No patient complications have been reported as a result of this event.